Event description:
It was reported that for the ¿last several months¿ this patient experienced dizziness which resulted in nausea and ¿profuse¿ vomiting. This had happened in the morning and at night. In addition, the patient reported having had a very ¿loopy¿ or ¿drugged feeling¿ which lasted for a day or two. There was concern that the patient was getting too much medication. When these symptoms end, the patient became tired and their pain level ¿soars¿ as if the patient ¿was not getting enough or even going through withdrawal.¿ the patient¿s pump was refilled every three weeks and reportedly there was not a specific time when these symptoms occurred. It could happen not at all or up to 3-4 times during a refill period. Reportedly, ¿because of this¿ testing to see if there was a leak was ¿futile¿ and the physician was ¿puzzled.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, lot# n155879, implanted: (B)(6) 2008, product type accessory; product ID 8703w, lot# l48813, implanted: (B)(6) 1998, product type catheter. (B)(4).